Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
It was reported that x-rays confirmed that the left relfex hybrid screw migrated post-operatively on level c7. The initial procedure was done to treat levels c3-c7. Revision surgery was done to remove the left and right relflex hybrid screws on level c7. This record captures the left screw.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot number was not provided and could not be obtained. It was reported that the initial surgery was performed in 2016 and 3 years later in (B)(6) 2019 x-rays confirmed the screw migrated at c7. From the surgical technique: these systems are indicated for temporary stabilization of the anterior spine during the development of cervical spine fusions in patients. The surgeon must warn the patient of the surgical risks and made aware of possible adverse effects. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. For diseased patients with degenerative disease, the progression of degenerative disease may be so advanced at the time of implantation that it may substantially decrease the expected useful life of the appliance. In such cases, orthopaedic devices may be considered only as a delaying technique or to provide temporary relief. Most likely cause of reported event is fatigue on construct with time that led to screw back out.

Event description:
It was reported that x-rays confirmed that the left relfex hybrid screw migrated post-operatively on level c7. The initial procedure was done to treat levels c3-c7. Revision surgery was done to remove the left and right relflex hybrid screws on level c7. This record captures the left screw.

Event description:
It was reported that x-rays confirmed that the left relfex hybrid screw migrated post-operatively on level c7. The initial procedure was done to treat levels c3-c7. Revision surgery was done to remove the left and right relflex hybrid screws on level c7. This record captures the left screw.

Manufacturer narrative:
Additional patient information.